Event description:
The customer reported that during a procedure the system displayed an iris potentiometer error message and the case was not completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to check the key switch and the cable then reboot the system. The reported problem was resolved by the customer. No additional service information was provided.